Event description:
Bipolar probe sparked when being tested outside of the pt. This has occurred with three separate pts on three separate dates 8/10; 8/13 and 8/16 with all the same lot number: 1109400129. See (B)(4) and (B)(4). Reason for use: tee, coronary artery bypass graft x4, lima, lsvg-endoscopic.